Event description:
It was reported that the pump's alarm sound was not annunciating, and the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose (bg) level was 49 mg/dl. Customer did not address the low bg. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.